Event description:
It has been reported to philips that the device produced an error message - no exposure, and the device was unable to be used. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform exposure. Review of the system log file showed that the malfunctioning image processing (ip) pc. Upon functional testing, the fse found that the ip-pc was faulty. The fse replaced the ip-pc and reloaded the software. After replacement of the ip-pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.